Event description:
It was reported that this left ventricular (lv) lead was fractured. The patient underwent a system extraction and a dual chamber implantable cardioverter defibrillator (ICD) device was implanted. This lv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.